Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving unanticipated high voltage therapy. It was discovered that the left ventricular lead had become dislodged and had migrated into the atrium. Prior high capture thresholds were noted on the lead. Lead revision was attempted but unsuccessful. The lead was capped without replacement. The device was explanted and replaced. The patient was noted to be in good condition following the procedure and would be monitored.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.